Manufacturer narrative:
The handpiece was received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece continued to run on its own during set up prior to the start of a procedure. There was no pt involvement reported. There were no adverse consequences reported as a result of this event.